Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Only a photo was available for a review. The medical review of the photo indicated that multiple light scattering artifacts/apparently micro vacuoles of variable diameter can be observed, appear to be located in the iol body. May be compatible with glistenings. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient experienced poor quality of vision due to significant haze and glistening that were observed in the lens. Additional information has been requested.